Manufacturer narrative:
Follow-up # 1, (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the down keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.